Event description:
Hospitalized pt suffered cardiopulmonary arrest. Zoll m series monitor brought to room. Zoll pro-padz applied to pt and attached to monitor but failed to function-monitor error message to "check pads". Unable to monitor through pads or to defibrillate despite checking all connections. Another package or pro-padz was later obtained and functioned properly. Pt expired. Testing of original set of pads by biomedical engineering confirmed pad malfunction. Monitor/defibrillator determined to be working properly.